Event description:
It was reported that during an angioplasty procedure involving a lesion in the brachial artery, the hub of the super sheath broke and a portion remains in the patient. The surgeon was preparing to exchange the sheath and as he was removing the sheath, the hub broke and the rest of the sheath remained inside of the patient. The patient was then sent for a CT. The patient was sent home a day or so after the procedure. The sheath was not located post procedure. It is the physician's opinion that it was caught inside a wallstent which was deployed in the iliac. No patient injuries or complications were reported. Patient status is reported as 'fine'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.